Event description:
This event was reported as valve explanted after 2 days implant duration due to pt. Having a 'nicked heart' in the left ventricle (slight trough in the ventricle): may or may not have been caused by the valve strut. No further info was provided.